Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 500 mg/dl. The customer was experiencing symptoms of weak, nausea, thirsty and palpitations. Customer reported they have a backup plan available. The customer was treated with 15 units and then another 15 units. The customer was advised to disconnect at quick release. Customer was advised to removed the infusion set from the body and check for bent/crimped cannula. Customer advised that the cannula is bent. The customer was advised this may have contributed to high blood glucose. The customer declined to continue troubleshooting for the pump. The customer was advised to do insertion at 90 degree angle. The customer was advised to monitor the pump.